Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation : observed, one opening on the anterior side assessed as unidentified (tear) opening, one opening on the posterior side assessed as surgical damage and opening crack side assessed as cracked valve seat diaphragm valve. (Shell thickness within specification). Additional observations: ¿ wear abrasion observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.